Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive. The patient reported that he noticed today that the down arrow keypad button is unresponsive to presses. He noted that the keypad buttons still bounce and spring back as expected. The patient denied physical damage to the rubber keypad; stated that the pump is exposed to water but is not exposed to cleaning products; and stated that he wears the pump in his pant's pocket.